Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the cause was foreign matter (chemical liquid residue, water red, sebum stain, dust, gauze spray, etc.) Attached to the electrical contact of the scope connector. Therefore, the pin of the connector becomes a contact failure, the communication from the scope through the light source device to the video processor fails, leading to the b30 error. Regarding the scope connector, the following verbiage is identified in the instruction manual, which may have prevented the phenomenon: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction". Per the legal manufacturer, the other issue identified in the initial report (e216 error) has no potential to cause or contribute to death or serious injury if it were to recur.

Manufacturer narrative:
As part of investigation, the technical assistance center (tac) assisted the customer with troubleshooting the unit. The customer cleaned the scope contacts and reconnected the equipment; however, when the cv/clv-190 was powered on an image appeared with an e216 error message on the screen. Tac instructed the customer to push the escape and error resolved. Tac reported that the customer was going to try and continue the case with the unit and had a back-up unit in another room. On march 10, 2021, tac followed up with the customer via telephone and was informed that the unit was functioning as intended with no further issue. The unit will not be returned. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed during a diagnostic colonoscopy procedure, the evis exera iii xenon light source was powered on a ¿b30 and e216¿ (scope communication) error message was observed. The patient was prepped for procedure. It is unknown if the intended procedure was completed. There was patient injury reported.